Event description:
It was reported that the insulin pump alarmed motor error during a bolus. The insulin pump was not exposed to high magnetic fields. The mother then stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 389 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Advised the caller that the insulin pump would be replaced due to the repeated motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.